Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an e216 (scope communication error) during inspection prior to use. The procedure type was diagnostic and the procedure was completed using an olympus backup device. There were no reports of patient involvement.